Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the end of the tubing of a small volume intermate separated from the joint of the luer lock prior to patient use. It was further described as "end part of tubing with luer lock connection had fallen off ". There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. From the photo, it was observed that the tubing line broken off at the junction of the distal luer lock. The device contained fluid inside the bladder with a clamp closed on the tubing line. The reported condition was verified. However, due to the nature of the provided sample, no further testing could be performed. Therefore, the cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted